Event description:
It was reported that during the implant procedure, both leads would not pass easily into the patient and both leads appear to have an indentation ring proximal to the coil. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) was returned with no anomalies, however, all conductors were distorted and the defib conductor was distorted. No anomalies found with full lead returned. Upon visual inspection, it was noted that there was blood in/on helix/lobe mechanism.